Event description:
It was reported to resmed that an s8 elite device caught fire.

Manufacturer narrative:
There was no adverse event reported for this incident. The device in question has not been returned. However, resmed has made requests for the device to be returned so that an engineering investigation could be performed. As this has not occurred, resmed is unable to confirm the alleged malfunction at this time.